Event description:
Patient's father contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies compared to the patient's blood glucose meter in both high and low directions on (B)(6) 2013, however, no sample readings were provided.at the time of the call to dexcom technical support, the patient's father did not report any medical intervention or injuries.the device is not indicated for use in pediatric patients.